Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As part of our investigation, the log of the subject device was analyzed and it was found that the error was displayed as the user tried to use the device even though it had been more than 15 days since the disinfectant was prepared.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The device passed the concentration level check of the disinfectant solution when the customer performed it. However, an olympus engineer performed the same test on-site, the device failed. The engineer trained the customer again. Other detailed information was not provided. There was no report of patient injury associated with the event.